Event description:
It was reported by the user site that on (B)(6) 2026, during a selenia dimensions 3d procedure, the gantry was shaking during tomosynthesis motion. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that several screws on the vertical travel assembly (vta) were loose. The fse replaced the loose vta hardware, tested the system, and verified the system to be operating according to manufacturer specifications. No further information is currently available.